Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 136 mg/dl. Customer stated that there is crack on the rim of the reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.